Manufacturer narrative:
The reported complaint of an obstruction could not be confirmed. Without the return of the sample or photo/video, a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a bayoneta para bolsa chemoclave¿, generated an occlusion during patient. It was reported that in oncology, a non-serious incident occurred, which reported that, during the administration of chemotherapy, the head nurse informed that the calcium folinate medication did not flow through the set due to an obstruction in the bayonet, which filled the equipment with air, which is why the bayonet had to be changed during the mixture. The reported product is not reusable. The product reported was not stored as a sample to send for investigation, because it was contaminated with the medication. There was no reported patient harm or adverse event as a result of this event.